Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "pump keeps displaying message - re-insert cassette". A visual inspection revealed pump to be in good physical condition. The event log revealed the following: high alarm displayed: cassette not attached properly. The customer's reported problem was verified. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. What caused the reported problem was determined to be a faulty downstream sensor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump keeps displaying "re-insert cassette". No report of patient injury.